Event description:
Healthcare professional reports that no clot was detected with hemochron response coagulation system. Customer reported issue occurred sporadically in the past on instrument, but now increased frequency. No pt data or lot info was provided. No adverse event(s) reported.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 references itc complaint #(B)(4). Method: device has been requested. No product returned. No complaint trends or related CAPA identified. Result: complaint could not be confirmed. Conclusion: device not returned. No conclusion can be drawn. Itc has requested all data required for form 3500a.